Manufacturer narrative:
After a review of the log files, the reported event of the navigation measurements did not reflect changes to leg length could not be confirmed. The log file review identified 5 distinct, differing leg length measurements.

Event description:
It was reported that during a total hip replacement surgery the orthomap versatile hip 2.0 software was giving inaccurate measurements on the anatomy of the patient. The case was completed successfully and there were no reported adverse consequences, medical intervention or procedural delays.

Event description:
It was reported that during a total hip replacement surgery the orthomap® versatile hip 2.0 software was giving inaccurate measurements on the anatomy of the patient. The case was completed successfully and there were no reported adverse consequences, medical intervention or procedural delays.